Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to d9, e1, e2, e3, and g2. The information included in d9, e1, e2, e3, and g2 was inadvertently omitted from the initial medwatch report.a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the damaged insulation insert was caused by thermal and mechanical induced wear and tear, improper handling, or mechanical overload such as a fall, shock or similar stress. Additionally, it cannot be determined whether the resection sheath had been previously damaged or if the damage on the ceramic insulating insert was caused during the last reprocessing or during last usage. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿4 before use: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ as a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Lost fragments of the ceramic insulation insert can be localized and removed using a suitable x-ray procedure or computed tomography. Olympus will continue to monitor field performance for this device.

Event description:
A resection sheath loaner was returned to olympus. During the incoming inspection, the repair center found that the isolation beak was damaged. This medwatch is being submitted for the reportable event found during the inspection. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device. Additional PMA/510(k): k931995.